Event description:
It was reported that pump issued cartridge alarm 30 and that caller had experienced cartridge alarms with consecutive cartridges, although problem did not occur during loading. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate method for insulin delivery if needed, while technical support arranged replacement pump under warranty.